Event description:
Device 1 of 7. Ref MFR report #'s: 1627487-2013-06279, 1627487-2013-06280, 1627487-2013-06281, 1627487-2013-06282, 1627487-2013-06283, 1627487-2013-06284. The pt was implanted with four leads and four extensions, two leads with lot 3869178, for pns (off-label) stimulation. All possible lots are being reported. It was reported the pt was not receiving effective stimulation. On (B)(6) 2013, the leads were repositioned to obtain more effective coverage. It was also reported one extension was causing discomfort in the pt's mid back, and it was repositioned. Follow-up indicated the stimulation has improved; however, x-rays have been ordered to verify the leads proper positions.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.